Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14487. It was reported that the patient experienced ineffective therapy due to impedances issues. As a result, the patient underwent surgical intervention on (B)(6) 2021 to replace both extensions. Patient now has effective therapy.